Event description:
Philips received a complaint from the customer on the v60 indicating that the device would start alarming upon starting up the machine and the alarm silence button was not functioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the cpu pcba and needs the software options. The rse informed him to reprogram the serial # and add the power on hours via tera term. Provided him with the encryption codes for avaps, cflex, and ramp. The customer replaced the cpu pcba board to resolve the reported issue and updated the encryption codes for avaps, cflex, and ramp. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the cpu pcba board was the cause of the reported issue.